Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "6 months after implantation tube was wide open in exact position as at the 3 month test". Concomitant products included anaesthetics from 1-oct-2014 to 1-oct-2014 for anaesthesia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2015: one tube had closed and one side was open; in april 2015: the tube was open in the same position as before the reporter commented: need for additional surgery. Quality-safety evaluation of ptc: updated assessment: risk upgraded to risk category iii due to hysterectomy to remove essure on 01-dec-2015: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2018: case 2018-0034225 was identified to be a duplicate of this case and will be deleted. All information from case 2018-0034225 (MFR number 2951250-2018-00930) has been transferred to this retained case: reporter (lawyer) added. Event hysterectomy updated to pelvic pain. Essure administration dates changed from 01-oct-2014 till 01-dec-2015 to 30-may-2014 till 16-oct-2015. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation or migration- yes') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "6 months after implantation tube was wide open in exact position as at the 3 month test". Concomitant products included anaesthetics from (B)(6) 2014 to (B)(6) 2014 for anaesthesia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure and hysterectomy, surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: need for additional surgery. Legacy device report num- 2951250-2018-00930- medwatch 3500a MFR number (transferred from duplicate case (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: one tube had closed and one side was open; in (B)(6) 2015: results: the tube was open in the same position as before. Quality-safety evaluation of ptc: updated assessment: risk upgraded to risk category iii due to hysterectomy to remove essure on (B)(6) 2015: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: perforation nos was added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation or migration- yes') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "6 months after implantation tube was wide open in exact position as at the 3 month test". Concomitant products included anesthetics from (B)(6) 2014 for anaesthesia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure and hysterectomy, surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: need for additional surgery. Legacy device report num- 2951250-2018-00930- medwatch 3500a MFR number (transferred from duplicate case (B)(4)) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: one tube had closed and one side was open; in (B)(6) 2015: results: the tube was open in the same position as before. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation or migration- yes/ malpositioned right essure micro insert') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66025) inserted. Other product or product use issues identified: device ineffective "6 months after implantation tube was wide open in exact position as at the 3 month test". Concomitant products included anesthetics from (B)(6) 2014 to (B)(6) 2014 for anaesthesia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and hysterectomy, surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: need for additional surgery. Legacy device report num- 2951250-2018-00930- medwatch 3500a MFR number (transferred from duplicate case (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: one tube had closed and one side was open; in (B)(6) 2015: results: the tube was open in the same position as before. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical record received. Lot number, reporters information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("she suffered injuries, including hysterectomy, she had surgery to remove essure") in a female patient who received essure. Other product or product use issues identified: device ineffective "6 months after implantation tube was wide open in exact position as at the 3 month test". Concomitant products included anaesthetics for anaesthesia. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced hysterectomy (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy, surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was one tube had closed and one side was open. In (B)(6) 2015: hysterosalpingogram result was the tube was open in the same position as before. Quality-safety evaluation of ptc: updated assessment: risk upgraded to risk category iii due to hysterectomy to remove essure on (B)(6) 2015: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-feb-2017: updated quality safety evaluation of ptc: risk upgraded to risk category iii due to hysterectomy to remove essure on (B)(6) 2015. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who suffered injuries, including hysterectomy, she had surgery to remove essure, fourteen months after insertion. Hysterectomy is anticipated according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering that hysterectomy/essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. An updated product technical analysis is expected. Further information will be obtained through the litigation process.